Manufacturer narrative:
The process of analyzing the collected information is currently ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The process of analyzing the collected information is currently ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The fault reported by the customer was investigated through inspection, simulation and engineering consultation. It was found that the side rail mechanism was functioning correctly and could have been locked in a raised position as designed. It was found that when the user lowers the side rail and there is no gas spring, the side rail does not stop in a position parallel to the frame, but continues to move downwards, giving the impression of being twisted. The gas spring is a component mounted on the bed, and its primary function is to slow down the side rail¿s descent to prevent it from hitting the bed frame and to keep the side rail stable in the lowered position. Importantly, the absence of the gas spring does not affect the ability to lock the side rail in the raised position, and the side rail continuous to provide patient protection. The instruction for use (IFU 746-591) for enterprise 9000x includes information on how to operate the side rails. ¿to lower the split side rail, hold the split side rail handle. Pull the blue release lever and lower the split side rail, holding the split side rail until it is completely lowered.¿ initially, the complaint was considered reportable, based on the limited information provided, which indicated that the side rail could have been ¿ripped off¿. "Ripped off" may mean that the side rail detached from the bed frame. When the side rail detaches, there is no support for the patient. The side rail cannot be used. At the same time, the technician stated that the mechanism itself does not appear to be damaged, as it remains properly aligned. Both statements, "ripped off" and the indication that the side rail was not damaged, created confusion and the need for further evaluation; therefore, following the statement "ripped off", the complaint was reported to the competent authorities in an abundance of caution. Following the investigation conclusion, it has been determined that the lack of gas spring does not meet the criteria for a reportable incident. No serious injury or death occurred, and this situation is not likely to cause or contribute to a death or serious injury upon recurrence. Based on the above assessment, the missing gas spring is considered not reportable. Therefore, similar cases will not be considered reportable in the future.

Event description:
It was reported that the side rail was damaged. There was no indication of patient involvement. No injury was reported. Allegedly, the side rail was ¿ripped off¿ and ¿twisted.¿, as initially described by an arjo representative. There was no indication of patient involvement. No injury was reported. After the device inspection, the arjo technician stated that the pivot pin and the side rail were twisted. The technician did not maintain the earlier statement that the side rail was ¿ripped off¿, the technician only stated that it was "twisted". The bed was repaired, and a side rail, pivot pin, bearing plates, and gas springs were replaced.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about the event related to the enterprise 9000x bed. It was reported that the barrier was damaged and ripped off. There was no indication of patient involvement. No injury was reported.